Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The threads on the return battery cap were stripped and it was unable to fully tighten. The pump powered up to a dim and discolored display with the auditory and vibratory features. The keypad cover was torn but no tactile issues were found with the buttons. Removal of keypad cover did not find contamination under any of the button contacts. The bolus button was found to be damaged with the cover and part of the button mechanism missing. No contamination was found under the bolus button. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery cap was damaged and the display was dim and discolored. This report is made based on results of investigation completed on 10/01/2014.